Event description:
This event is reportable based on the product analysis approved in 2009. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion and a shaft kink occurred. The 90% stenosed target lesion was located in the proximal portion of the left anterior descending (lad) artery. The physician utilized a direct stenting approach and attempted to advance the 3.0x16mm taxus express2 drug eluting stent to the target lesion but was unable to cross. It was reported that the "shaft kinked while advancing the catheter to the lesion". No pt complications occurred and the pt status was reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Initial visual examination of the returned unit revealed proximal stent damage but no kinks on the shaft. The stent was damaged on row 1 from the proximal side, some of the stent struts were raised distally. The balloon and tip was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.